Event description:
The report received indicated that an ivc optease filter migrated to the pt's heart. The pt is deceased and during autopsy the optease ivc filter was found in the pt's heart. The autopsy also indicated that the pt had a massive pe. It appears that a large clot had caught in the filter and the clot and filter had migrated to the heart. Add'l pt and procedural info has been requested, but has not yet been forthcoming. The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.